Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Concomitant products: mentor smooth round moderate profile 325cc saline breast implant cat #: 3501650, sn #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a primary breast augmentation with mentor smooth round moderate profile 325cc saline breast implants which the health care professional states they first saw patient on (B)(6) 2019 breast pain and stiffness - ultrasound performed on (B)(6) 2019 and MRI examination on (B)(6) 2019 both confirmed rupture intracapsular, and capsular contracture baker grade unknown on the left side. Even though we have not received information regarding explantation or an expected explantation date, bilateral removal and replacement was indicated.